Manufacturer narrative:
The lot number was provided for the reported malfunction; therefore, a lot history review is currently being performed. The sample was returned to the manufacturer for inspection/evaluation. Based on the sample evaluation break and material separation were identified. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the powerport low profile. (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 1716000j port & catheter, implanted, subcutaneous, intravascular allegedly experienced break and material separation. The information was received from a single source. One patient was involved with no reported patient injury. Age, weight and gender were not provided.

Manufacturer narrative:
H10: the lot number was provided for the reported malfunction; therefore, a lot history review is currently being performed. The sample was returned to the manufacturer for inspection/evaluation. Based on the sample evaluation break and material separation were confirmed. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the t powerport low profile - japan only products that are cleared in the us. The pro code for the t powerport low profile - japan only products is identified in d2. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 1716000j port & catheter, implanted, subcutaneous, intravascular allegedly experienced break and material seperation. The information was received from a single source. One patient was involved with no reported patient injury. Age, weight and gender were not provided.